Event description:
The customer reported the system will not take images consistently during procedures. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and found that the system was going into sleep mode. System operates as intended. (B) (4).